Event description:
Patient returned to or for redo fusion l4-s1 (previous surgery was two and a half years ago). Patient reported to be doing well until he went back to work, lifted something heavy, heard a pop and has been in pain ever since.it was determined during the surgery that one screw was fractured and one screw was disassociated. Both screws were from depuy spine expedium si titanium spine implants. The surgeon felt that the fractured screw was from the non union.====================== manufacturer response for screw,orthopedic expedium======================sales rep. In or during case. He was to notify his manager of the event.====================== manufacturer response for screw,orthopedic, expedium======================sales rep. Present in or during the case. He was to notify his manger of the event.